Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: bmi at the time of index procedure male, 78 kgs. What tissue was being sutured when the event occurred? The thread was used to perform hemostasis with a "supported" point, (using the needle only once time, then performing the knot by hand) in an inflammatory tissue in contact with the fibula, containing a vascular pedicle to destination of the fibular muscles. What instruments were used to grasp the needle? Needle holder (product code unk) where is the retained needle located / in what structure? The needle pulled off as it passes through the perivascular tissue in contact with the posterior surface of the fibula. The needle was left in place, initially at the posterior part of the fibula. Please explain why risk of haemorrhage is too high to remove the needle? In view of the approach used, the needle could only be removed by taking the risk of tearing highly inflammatory tissues and the vascular pedicle, and by doing so by increasing the bleeding . Are there any patient factors that contributed to the haemorrhage that occurred during the index procedure? The haemorrhage that occurred during the procedure is independent of the incident: the threads were used to perform haemostasis. The needle could not be removed at the risk of increased bleeding. Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement? Yes, the needle pulled off during the use. Other relevant patient history/concomitant medications intramedullary nailing osteosynthesis of a comminuted fracture of the left tibia, complicated by a syndrome of lodges with aponeurotomy of discharge, a pressure ulcer at the lateral bank of the aponeurotomy and an infection of the operative site at e. Cloacae and s. Aureus. If applicable, will product be returned, return date, tracking information rmao. What is physician¿s opinion as to the etiology of or contributing factors to this event unk. What is the patient current status? The patient going well, he went out of hospitalization on (B)(6) 2019. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Were cultures performed? Results? Suspicion of early iso on 07/01, soft tissue samples and pus: e. Cloacae and s. Aureus surgical site infection.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what tissue was being sutured when the event occurred? What instruments were used to grasp the needle? Where was the needle grasped during use? Where is the retained needle located / in what structure? Please explain why risk of haemorrhage is too high to remove the needle? Are there any patient factors that contributed to the haemorrhage that occurred during the index procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement? Other relevant patient history/concomitant medications? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? Results?

Event description:
It was reported that a patient had procedure to repair fracture of tibial diaphysis on (B)(6) 2019. The patient underwent a repair of bandage for compartment syndrome procedure on (B)(6) 2019 and suture was used. The suture pulled off the needle and the needle fell into the operating field. An intensifying screen was used to locate the needle inside the patient. The needle has not been removed due to the risk of hemorrhage. The patient had a dressing vac application on (B)(6) 2019 and suspicion of infection of incision on (B)(6) 2019. The facility opined that the infection was not related to the needle. Additional information has been requested.

Manufacturer narrative:
(B)(4). Investigation summary :it was reported performance pull off suture needle. The actual suture needle was submitted for evaluation. Upon evaluation, a fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Nineteen unopened samples were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects or damaged were found. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the sample received, no attachment defects were found, and the tested sample met the finished goods requirements.